Manufacturer narrative:
Submit date: 01/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that catheter was inserted on (B)(6) 2016. The primary complaint is leakage from the ultem luer lock adapters and hub of the catheter on the (B)(6) 2016 during dialysis. The catheter was pulled and replaced on the (B)(6) 2016.

Manufacturer narrative:
Submit date 7/6/2016. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One palindrome catheter was received for analysis and investigation. Visual inspection revealed that the catheter was cut in two parts and presented signs of use. One part consisted of the extensions, hub and a section of the shaft; the other part consisted of the rest of the shaft. Functional testing was required in order to confirm the reported condition. The sections were submitted to under water testing and as a result it did not show any leakage or any bubbles during the test. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified. Man, machine, material, method, and measurement categories were discarded as possible causes. This issue has not been confirmed. Based on the information, the device functioned as intended for an undetermined amount of time and this issue was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. Despite the reported issue not being confirmed, the most probable root cause could be considered as customer perception; blood residues were confused with leaking. No complaints triggers or trends were identified. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.